Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus and cursor did no align on the screen. The connection between the overlay and the printed circuit board (pcb) was reseated and the stylus was calibrated. Analysis was unable to confirm the "vita reading failure". Analysis also noted the power cord bay was damaged, the power cord was damaged, the upper hinge plate was cracked, the rear display cover was damaged, and the display was flickering intermittently. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not aligned with the cursor on the display. Additionally,the programmer had a "vita reading failure" and the power cord bay assembly was damaged. The programmer was returned for service. There was no patient involvement.